Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on 27jan2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue. Per investigator notification received on 10jul2023, it was reported that the outlet control temperature t2 failure, tank harness failure and power circuit card failure.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on 27jan2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue. Per investigator notification received on 10jul2023, it was reported that the outlet control temperature t2 failure, tank harness failure and power circuit card failure. Per sample evaluation results on 18sep2023, it was reported that the double bend tube and the chiller evaporator outlet tube were found expanded. Tank seals were found lifted from tank and the chiller molded tube had a permanent kink in the hose.